Event description:
Info received indicates during a preventive maintenance check, the tech found the brakes would set but the casters would continue to swivel when pushed from the side.

Manufacturer narrative:
The tech found the brake casters were worn. He replaced the brake casters and brake linkage screws to repair the stretcher.